Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that a stent was found fractured. Reportedly, the stent was implanted to treat a lesion in the sfa. Approximately two weeks later during a follow up, it was identified that the stent was fractured and was occluded. A second stent was placed.